Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that the housing component contains embedded black dots. Bd determined that the cause of the failure was related to the molding of the raw material. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs had foreign matter. The item has dirt and black dots. Before use. The item has dirt and black dots as per the attached photos, in many units for two batches. They request to replace the affected batches with new one.